Event description:
It was reported that the customer had high blood glucose. Customer stated had experienced no delivery and she believes it was due to infusion sets. Customer's blood glucose was 444 mg/dl. Customer treated high blood glucose with 45 units of humalog through syringe. Customer declined to continue the troubleshooting due to the high blood glucose was due to infusion sets. Customer stated that the infusion sets were rolled up. Customer's blood glucose was 200 mg/dl. Troubleshooting was done. The customer was advised to return the infusion sets for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.